Event description:
It was reported the guide wire was inserted in the right jugular vein without difficulty, and there was no difficulty in positioning the catheter or in the removal of the guide wire. On the 4th day, the pt was taken for a chest x-ray in the "orthostatic position" and it was at that time a metallic object was found off the distal tip of the catheter. A chest tac was performed to confirm the findings. The pt was taken to the cath lab where the metallic body was removed with a "loop". There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed when evaluation is completed.